Event description:
It was reported to boston scientific that during preparation for a percutaneous nephrolithotomy procedure, a tear was discovered in the inner packaging of the lithoclast pneumatic probe that compromised the sterile barrier. The account reported no visible damage to the probe or to the outer shipping box. A second lithoclast pneumatic probe of the same type was used to complete the procedure with no complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot was performed and no issues that could have contributed to this event were found. The lithoclast probe was received in its original pouch. Visual analysis of the pouch showed that the pouch had been peeled open at the proximal end. The tear reported by the complainant was not clearly visible due to the open condition of the pouch, but it is likely that the tear occurred near the proximal end. No residue was present on the device indicating that the device was not used in a procedure. The investigation concluded that the tear was likely caused by shipping and handling of the device and hence the probable cause for this event was determined to be handling damage.

Event description:
It was reported to boston scientific that during preparation for a percutaneous nephrolithotomy procedure, a tear was discovered in the inner packaging of the lithoclast pneumatic probe that compromised the sterile barrier. The account reported no visible damage to the probe or to the outer shipping box. A second lithoclast pneumatic probe of the same type was used to complete the procedure with no complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.